Event description:
A customer reported that the probe closed and would not reopen while in the eye during a vitrectomy procedure. The procedure was completed with no harm to the pt.

Manufacturer narrative:
Complaint eval performed on the returned sample resulted in unconfirmed conclusion. The visual inspection performed on the returned sample indicate an obviously bent needle and the port was in the closed-port position. Functional tests were performed and found the probe to be conforming. The port was able to open and close properly for the functional testing to be performed. The probe met functional requirements despite the bent condition of the needle. No compromised lot number was identified with this complaint, therefore the device history record for this complaint could not be reviewed. Product conforms to functional requirements despite the bent condition of the needle. Unable to determine how or when the needle became bent. A bend this obvious would have been detected during assembly and testing. (B)(4).